Manufacturer narrative:
(B)(4). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the valve could not be determined with the available information. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 months post implant of a 23mm sapien 3 valve within a stenosed non-edwards surgical valve in the aortic position, the patient presented to the ER with shortness of breath and increased fatigue. Per the physician, recent gradients on tee were 40 mmhg, there was no thrombus formation on leaflets, no leaflet calcification present, and lv remodeling with improvement of ef post valve-in-valve noted. On fluoro, the implant of the sapien 3 valve within the non-edwards surgical valve was noted to have the sapien 3 valve approximately 2mm above the top of the mosaic valve frame. A non-edwards balloon was inserted across the sapien 3 valve and the valve was post-dilated. A second post-dilation was performed and the balloon burst. The patient remained stable. There was a subsequent right femoral artery complication that was surgically repaired. The gradient was reduced to 11mmhg and the valve area was increased to 2.35 from 1.31. No further intervention was necessary. The patient was transferred to the cvicu in stable condition.